Event description:
I got mentor siltex implants (B)(6) 2019 and immediately started to have strange new symptoms after. No doctor understood this or saw the connection to breast implants. After 16 months ( last 10 months out of work) I explanted and hope that I some day will have my health back again. I live in (B)(6) where they don't talk about bii. Neither know anything about it. I am sure mentor implants made gave me myalgic encephalomyelitis/chronic fatigue syndrome and autoimmune illness. I am waiting for test result of fluid from right breast. FDA safety report ID# (B)(4).